Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
Case-(B)(4) : report for 1 false positive result on 22-dec-2021 using cue covid-19 test for home and over the counter (otc) use with cartridge ln 16855c, cartridge sn (B)(4) and reader sn (B)(4). 03-feb-2022: customer reported to cue health on behalf of a relative (sister). On 22-dec-2021 (5:29 pm) an individual received a false positive test using cue covid-19 test for home and over the counter (otc) use with cartridge ln 16855c, cartridge sn (B)(4) and reader sn (B)(4). The individual followed up with two (2) negative results (22-dec-2021 (5:57pm) lot 16855c sn (B)(4) and 22-dec-2021 (7:08 pm), ln 18724f, sn (B)(4)) using cue covid-19 test for home and over the counter (otc) use. The individual had confirmatory tests conducted on 22-dec-2021 with an antigen (ellume) test, and on 23-dec-2021 a sars-cov-2 pcr test (brand/manufacturer unknown), both resulting in negative. No symptoms, cartridges were stored according to the package insert.